Event description:
The rptr stated that rptr did back to back blood glucose testing, one after the other, using different fingersticks. The results were 87 and 110 mg/dl. Rptr did not have any symptoms. No harm was alleged.